Event description:
Per the physician's report, this pt's speech discrimination abilities decreased. The pt also reported a humming noise was present since 2006. Reprogramming did not alleviate the humming sound. The pt eventually became a non-user. The results of integrity testing approx three months later were consistent with normal device function. The surgeon explanted the device approx two months later, and reimplanted a new one the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.